Event description:
Customer reported receiving erratic readings on her freestyle lite blood glucose meter. Customer reported receiving readings of 112 mg/dl and 368 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The abbott sales representative contacted abbott on behalf of the customer to report the customer observed 10 out of 150 occurrences of architect i2000sr error code 1007 (unable to process test, activated read failure), when reaction vessels (rv) lot 69684p100 were in use. The customer was not sure when the frequency or the error increased, therefore, the analyzer logs were obtained and reviewed. The instrument data indicated for all the samples where the error was generated, two peaks were attached with the result. The customer stated that about 100 occurrences in total were generated across three analyzers in the facility. When the customer used a different rv lot, there was no occurrences of the error. There was no impact to patient management.

Event description:
It was reported that the device was explanted after an implant duration of approximately 96.4 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Concomitant medical products: architect analyzer,. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) no method, results or conclusions can be made at this time. Suspect medical device, lot #: in the initial and follow up medwatch submissions, suspect medical device, lot # was submitted with lot number 69684p100. This lot of suspect medical device were not associated with remedial correction recall 1415939-2/27/09-003-r, therefore, lot # was changed to 69683p100.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A customer contacted baxter's global technical service center to report an air bubble in the patient line while performing therapy on the homechoice (hc) machine during the initial drain. The home patient (hp) stated he believed the air came from an incomplete prime. The hp continued therapy on the same setup with no further issues, discarding the supplies after use. The lot number was unknown and no companion sample was available. Upon follow-up with the hp on (B)(4) 2010, it was found there was no patient injury or medical intervention associated with the incident.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional suspect medical device lot: 69684p100, device MFR. Date: 10/7/08, expiration date: na. Architect reaction vessel lot 69684p100, was in use at the customer facility and is associated with remedial recall 1415939-2/27/09-003-r. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.